Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to the defective load cells. Upon visual inspection, observed damaged load plate ground cable, unrelated to the reported problem. The load plate ground cable requires to be replaced to remedy the damage. Also observed sticky clutch, unrelated to the reported complaint. The clutch plate deburring procedure requires to be performed to remedy the issue. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message on the reported event date. The load cells requires to be replaced to remedy the ua07 error. Further review of the archive data showed occurrence of multiple ua17 (max motor on time exceeded during active operation) error message, unrelated to the reported event. Replaced the motor controller board to remedy the ua17 error. The autopulse platform was subjected to the run-in test for 15 minutes with the large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient. The platform passed testing without any issue or fault. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.